Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the tenaculum forceps with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (afe) on (B)(6) 2024. The following additional information was provided: the cables (grip or pitch) do not seem derailed in these pictures. We¿ll need to inspect it physically to learn more.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer reported that the movement of the tenaculum forceps (tf) was not smooth, and the instrument moved in unintended direction. The customer found that the ¿bar was derailed and not fastened.¿ the customer used a backup tf instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completed. Isi followed up with the initial reporter and obtained the following additional information: there was no patient injury as result of the event. There was no detached or missing piece from the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps associated with this complaint and completed investigations. Failure analysis found the primary failure of loose screw to be related to the customer reported complaint. The instrument was found to have a loose screw inside of the housing. The screw was loose on the pitch clamping pulley. As a result, the cables were slightly loose which caused the instrument to fail intuitive motion. The instrument was found to have a loose pitch cable at the proximal end. The loose pitch cables caused imprecise motion due to not having tension. The instrument exhibited imprecise motion when the master tool manipulator (mtm) were manipulated. Visual inspection found pitch cables and clamping pulley screws loose. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument would move partially in the intended direction, but not complete movement fully. A lag was observed, or the instrument would just stop moving. The instrument's grip tips were not moving intuitively.

Event description:
Refer to h10/h11 for follow-up information.